Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure through venovo. During procedure, it was reported that the bracket got jammed and could not be released. From photo evaluation it is confirmed that there is a visible break. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not available for evaluation. Provided images show the used, blood-stained device on a table. The stent remains loaded, but the grip section, including the safety slider, is not visible; therefore, an assessment of the deployment mechanism could not be made. However, the images clearly show a break in the inner catheter, with the distal end and tip visible near the catheter. The investigation confirms a catheter break; however, a deployment failure cannot be confirmed. In this case, it is not known at what point the inner catheter broke. For this event, the vessel was neither difficult nor tortuous, a 10f introducer was used, the guidewire tracked smoothly, and the lesion was not predilated. Based on the investigation and the information provided, the investigation is closed as confirmed for break of the inner catheter. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Proper handling during deployment is covered. Regarding pta, the IFU states: "predilatation of chronic lesions with a balloon dilatation catheter is recommended." Regarding accessories, the IFU lists the required introducer sizes: 8f introducer for 10 mm and 12 mm stents, 9f introducer for 14 mm stents, 10f introducer for 16 mm, 18 mm, and 20 mm stents, 0.035-inch (0.89 mm) diameter guidewire. The IFU further instructs: "examine the stent system to ensure it has not been damaged during shipment and that its size, shape, and condition are suitable for the intended procedure. If sterility or performance is suspected to be compromised, the device must not be used." D4 (medical device expiration date), g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo. During the procedure, it was reported that the bracket got jammed and could not be released. Furthermore, from photo evaluation it is confirmed that there is a visible break. The procedure was completed using another device. There was no reported patient injury.